Event description:
It was reported that during a lap diagnostic procedure, the staples did not close properly. Another device was used to complete the procedure. There were no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.